Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer and provided some educational assistance on centrifugation and transportation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd tube had poor barrier separation of the sample. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there are abnormal parameters. Sarah was recently assisting a clinical lab with low cellular recovery while using the cpt tubes. They are processing 24 after collection the tubes are spun down on site. She is requesting suggestions on how to overcome this."